Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain- pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("pain- abdominal"), back pain ("pain- back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), tooth disorder ("dental problems"), dysgeusia ("metal taste in mouth") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, vaginal discharge, alopecia, tooth disorder, dysgeusia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, pelvic pain, tooth disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2012 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pain- pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: vaginal discharge, hair loss, dental problems, metallic taste in mouth and brain fog. Patient dob, reporter information and product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.